Event description:
It was reported that the guide wire was cut and drawn by the bevel of the needle tip when being removed. This made it unusable. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken guidewire is confirmed. One 0.018 in. Guidewire was returned for evaluation. An initial visual observation showed use residue on the returned sample. The core wire of the returned guidewire was observed to be broken and protruding from the coiled wire; however, the coiled wire was not found to be unraveled. A microscopic observation revealed the distal weld tip of the guidewire was missing. The break sites of both the core wire and the coiled wire were observed to be angled and some striations were observed on the break surfaces, which suggests the guidewire was cut by and instrument such as scissors or damaged by a sharp-edged component such as a needle bevel. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redy3712 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guide wire was cut and drawn by the bevel of the needle tip when being removed. This made it unusable. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed. The product returned for evaluation was one photograph which depicted a guidewire. The wire exhibited kinks and curved shape memory. A portion of the core wire appeared to be detached from the core wire and protruded from the coil wire. The guidewire damage was consistent with the event description, which indicated that the wire was ¿cut and drawn by the needle bevel when being removed.¿ the photograph and description suggested that wire removal may have been attempted through the introducer needle. The product IFU states ¿caution: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the guide wire was cut and drawn by the bevel of the needle tip when being removed. This made it unusable. No other information was provided.